Manufacturer narrative:
Title: management of adrenal incidentaloma by laparoscopic transperitoneal anterior and submesocolic approach source: langenbecks arch surg (2016) 401:71¿79 published online: 18 december 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, from january 1994 to december 2012, 393 patients underwent laparoscopic adrenalectomy(la). 117 of these were for adrenal masses (adrenal incidentaloma) ai. Sixty-seven (57.26 %) and 50 (42.73 %) patients underwent right and left adrenalectomy, respectively. The transperitoneal anterior approach was used in all 67 patients with right lesions (57.26 %) (group a) and in 13 patients with left-sided lesions (11.11 %) (group b). The transperitoneal anterior submesocolic approach was used in the remaining 37 left-sided lesions (31.62 %) (group c). Post-operatively, 1/67 patients had hemoperitoneum after right la treated with reoperation by laparoscopy. Postoperative blood transfusions were required in two patients (2/ 67, 8.3 %) who underwent right la. Management of adrenal incidentaloma by laparoscopic transperitoneal anterior and submesocolic approach: andrea balla; 2015; springer.